Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Product ID: 8731sc, serial/lot #: (B)(4), ubd: 29-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (1000 mcg/ml at 667 mcg/day), morphine (12.5 mg/ml at 8.3 mg/day), and marcaine (9 mg/ml at 4.79 mg/day) via an implanted pump. It was reported that the patient had an unexplained loss of efficacy. He reported that the pump was no longer offering him pain relief. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. A dye study was done on (B)(6) 2021 and the physician was not convinced/confident that the catheter tip was in the intrathecal space. The patient was taken to surgery for a catheter revision. The spinal portion of the existing catheter was tied off and left implanted and a newer model catheter was implanted. The physician also replaced the pump because he did not want to bring the patient back in a couple of years for another procedure, so decided to change everything at the time of the catheter revision. The patient was doing fine at the time of the replacement surgery. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3: the pump was returned and analysis identified residue in the motor gear train. The pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. The 8596sc catheter was returned and no significant anomalies were found. The 8731sc catheter was returned and no significant anomalies were found. Continuation of d10: product ID: 8596sc; serial# (B)(6); implanted: (B)(6) 2015; explanted: (B)(6) 2021; product type: catheter; product ID: 8731sc; serial# (B)(6); implanted: (B)(6) 2008; explanted: (B)(6) 2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.